Event description:
Multiple sinus infections for my son over the period of two years while using philips trilogy evo and never before that time. Philips said the serial number listed on my device is not valid?! We received a recall letter dated 06/06/2023 and I'm having difficulty getting any solid information from the company. I don't know if I should stop using the device immediately or what to do next.